Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button flex cable was pinched, damaging the trace. The cause of the non-functional response buttons is the damaged cable and trace. The root cause of the damaged cable and trace was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a (B)(6) patient's monitor would not activate the device.